Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The laa baseline measurements on transesophageal echocardiogram(tee) showed a shallow appendage with depth of 12mm-17.5mm. The physician was advised to screen fail, but physician still wanted to cross the septum and do an appendiogram. Fluoroscopy showed a shallow, funnel looking appendage. The physician exchanged the transseptal sheath for the was. This sheath kinked so it was exchanged for a double curve sheath which yielded better coaxiality. The first 24mm device deployed proximally and was fully recaptured. It was then decided to deploy a 21mm device deeper in the appendage. This yielded a better position, but failed the tug test and compression was not ideal. It was then decided to re-deploy another 24mm device deeper similar to the 21mm device. Upon initial deployment, the position was right at the ostium and the tug test was successful. The compression was around 17% and no leaks were noted in all four views. However, when the physician re-looked at the position before releasing the device, they noted a gap on the anterior side of the device. The device appeared to be more proximal and less compressed. The physician then noted that the device was migrating proximally with each heartbeat. It was then decided to end the procedure at this point. The closure device was fully recaptured and removed from the patient. No pericardial effusion was noted at this time. After extubating the patient, the physician asked the cardiac anesthesiologist to do a limited transthoracic echocardiogram(tte) to check for an effusion since there was a lot of manipulations and recaptures during the case. The tte imaging revealed a pericardial effusion. The physician performed a pericardiocentesis and 1200ml of dark blood was drained from the patient. The patient remained stable through all of these events. The patient was brought to the operating room later that day to repair a perforation that had occurred. While in surgery a 2mm hole was discovered in the laa. The surgeon decided to ligate the appendage. The patient has recovered from these events and is doing fine. The patient was discharged home from the hospital doing well.